Event description:
It was reported that the right ventricular (rv) lead was noted to have high thresholds. The threshold measurement had increased since the implant of the lead approximately one month prior. A lead revision was performed. The lead remains active and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.